Manufacturer narrative:
The investigation confirmed the issue as reported. An investigation by design engineering included reference to a design review ((B)(4)) which identified no design improvements that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.

Event description:
The handle of the instrument broke off. Surgeon couldn't disconnect the instrument from the cup. Surgeon used a pair of pliers to force the handle out of the cup. Delay 2 minutes. No ae to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.